Event description:
Developed sepsis and cellulitis in my zimmer knee. Surgery was (B)(6) 2017. Medical emergency (B)(6) 2019 developed symptoms. Went to ER (B)(6) 2019 sent home with antibiotics. Ended back in ER (B)(6) 2019 sepsis and cellulitis hospitalized and emergency surgery (B)(6) 2019 for loosened parts. Home IV antibiotics, another surgery (B)(6) 2020. FDA safety report ID# (B)(4).